Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the origin of the colo-vaginal fistula? Was the conversion from robotic to open planned? If not, why was the procedure converted to open? Both a psee60a endocutter and ecs29a circular stapler were reported. Does the surgeon believe that both devices contributed to the event? When was the leak identified? How was the leak identified? Were any staple formation issues identified? If so, please describe the shape. How was the leak addressed? Where there any other patient factors that contributed to the event? Was the diverting ostomy planned or was it performed as a result of the issues experienced with the devices? What is the current patient status?

Event description:
It was reported that during a robotic to open repair of a colo-vaginal fistula, there was a leak after usage. The leak was believed to be "postier". The surgeon performed a diverting ostomy. Post operatively the patient is doing fine the day after. The sales rep stated that they believed that there was a significant contributor to the case with the patient being morbidly obese.

Manufacturer narrative:
Product complaint # (B)(4). The following information was requested, but unavailable: what was the origin of the colo-vaginal fistula? Was the conversion from robotic to open planned? If not, why was the procedure converted to open? Both a psee60a endocutter and ecs29a circular stapler were reported. Does the surgeon believe that both devices contributed to the event? When was the leak identified? How was the leak identified? Were any staple formation issues identified? If so, please describe the shape. How was the leak addressed? Where there any other patient factors that contributed to the event? Was the diverting ostomy planned or was it performed as a result of the issues experienced with the devices? Additional information was requested and the following was obtained: what is the current patient status? Response: we have made several attempts to get more information and they have not been able to get additional information from the doctor. All that is known is that the patient is doing well and there weren¿t any complications. Sorry we cannot be of more assistance at this time.